Manufacturer narrative:
(B)(4).

Event description:
Same case as: MDR ID 2134265-2015-06370. It was reported that a rotawire detachment occurred and the head of the burr fell off. A rotawire and 1.50mm rotalink¿ plus were selected and advanced to treat the target lesion. During preparation, outside the patient, flushing was performed according to directions. When the rotablator rotational speed was observed to be low during testing thus, the physician increased the rate. The physician then observed a strong smell of burning. It was then noted that the rotawire snapped into two and the head of the burr fell off. No further rotablation was performed. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
UDI: (B)(4). Device evaluated by MFR.: device was returned or analysis. The catheter burr was detached from the distal coil and the burr was not returned to site for analysis. Green fibers were noted on the distal coil of the drive shaft. All inspections passed for the attachment of the burr to the coil of the catheter including burr pull test and the visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-06370. It was reported that a rotawire detachment occurred and the head of the burr fell off. A rotawire and 1.50mm rotalink plus were selected and advanced to treat the target lesion. During preparation, outside the patient, flushing was performed according to directions. When the rotablator rotational speed was observed to be low during testing thus, the physician increased the rate. The physician then observed a strong smell of burning. It was then noted that the rotawire snapped into two and the head of the burr fell off. No further rotablation was performed. No patient complications were reported and the patient's condition was stable.